Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during right parotid gland tumor resection, at the time of starting the stimulation with the bipolar stimulation probe, the monitor did not mark any adequate response. The doctor refers to touching "directly the exposed nerve" during the surgery and the monitor still did not give a valid response. It was verified that the monitor was functional with the support of the fellow hospital's engineering staff. Also the monitor had previously been adjusted to "bipolar" as it should before starting the surgery, the connection of the electrodes and the probe was verified. To solve it another piece of probe was opened which did work properly. There was no known patient impact.

Manufacturer narrative:
H6: previously applied codes fdm b17, fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.